Event description:
It was reported that there was an issue regarding the patient¿s personal therapy manager (ptm). The patient was receiving an error code 0617 related to communication and an uplink error. The patient was going to try using the ptm in an alternate environment to see if that would help. It was later reported that the patient had tried to use the ptm and administer a bolus both with and without the antenna plugged into the ptm, and the patient was then able to use the ptm to communicate with the pump in order to request a bolus. The medication being delivered was baclofen. No further information was reported.

Manufacturer narrative:
Product ID 8835 serial# (B)(4), product type programmer, patient product ID 8596sc serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8709sc serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8835 serial# (B)(4); product type programmer, patient. (B)(4).